Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 400 mg/dl. The customer was treated with manual injection for high blood glucose. Customer stated that the tubing was detached from the reservoir and was not getting insulin. The customer declined troubleshooting for high blood glucose. The customer stated that the auto mode feature of insulin pump was not active at time of high blood glucose event. The customer was not admitted in the emergency room. The device will not be returned for analysis.